Event description:
On (B)(6) 2022, approximately 2330, rcp noticed patient was unable to maintain adequate tidal volumes and suspected a possible leak in patient's tracheostomy tube. An emergency trach change was performed, and same size trach tube was inserted (8cn75h) with no complications. During investigation, trach tube was submerged into water and cuff was inflated using a 10cc syringe. Bubbles around trach cuff were noted and cuff did not inflate. Findings were reported to vendor. Will continue to monitor and follow up. FDA safety report ID# (B)(4).